Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 0938, the tubing set with the optima injector/connector unintentionally disconnected from central line after 24 hours. It was noted that the clamshell did not clasp as intended when it was used. Although requested, no additional information was provided.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). No product will be returned per customer. The customer complaint of a tubing set with connector unintentionally disconnected from the central line was confirmed. A photo provided by the customer holding the male luer in one hand and the other hand holding the optimal injector indicates were the IV tubing disconnection occurred. The root cause of this failure was not identified. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 0938, the tubing set with the optima injector/connector unintentionally disconnected from the central line after 24 hours. It was noted that the clamshell did not clasp as intended when it was used. Although requested, there has been no impact to patient response or additional event information made available to date.